Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic and tactile examination found no irregularities or damage to the shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft area. Microscopic examination revealed that the ptfe was pulled out of the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Based on review of the reported complaint and analysis of the returned device, the most probable root cause for this complaint was considered ¿operational context.¿ this root cause is assigned when the device meets specification but performance is limited by interaction with patient anatomy or other procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via a right radial approach. The 90% stenosed, 5.0x24mm, eccentric, de novo, target lesion was located in the mildly calcified right coronary artery (rca). A jr4 6f non-bsc guide catheter was engaged in the rca. A guidezilla 6f guide extension catheter was advanced over two non-bsc wires to the mid rca, distal to the lesion. There was no resistance when delivering the guidezilla. The lesion was predilated which reduced the stenosis to 80%. A 4.0x24 synergy stent was delivered to the lesion following which one of the non-bsc wires was removed. The guidezilla was then retracted to proximal of the lesion and the synergy stent was deployed successfully to the lesion. Postdilation was performed with a 4.5x15 and 5.0x12mm quantum balloons. The stent delivery balloon and the guidezilla were removed from the patient together. Upon removal, it was noticed that the tubing of the guidezilla has detached from the catheter, with the stent balloon still inside the guidezilla. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via a right radial approach. The 90% stenosed, 5.0x24mm, eccentric, de novo, target lesion was located in the mildly calcified right coronary artery (rca). A jr4 6f non-bsc guide catheter was engaged in the rca. A guidezilla 6f guide extension catheter was advanced over two non-bsc wires to the mid rca, distal to the lesion. There was no resistance when delivering the guidezilla. The lesion was predilated which reduced the stenosis to 80%. A 4.0x24 synergy stent was delivered to the lesion following which one of the non-bsc wires was removed. The guidezilla was then retracted to proximal of the lesion and the synergy stent was deployed successfully to the lesion. Postdilation was performed with a 4.5x15 and 5.0x12mm quantum balloons. The stent delivery balloon and the guidezilla were removed from the patient together. Upon removal, it was noticed that the tubing of the guidezilla has detached from the catheter, with the stent balloon still inside the guidezilla. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).